Event description:
The device was returned for routine maintenance. There were no alleged problems. During the repair evaluation, the alarm was found to be non-functional. There was no patient involvement.